Event description:
Unomedical reference number (B)(4). Event occurred in the united arab emirates on (B)(6) 2024, the patient reported an event of infusion set cannula bent. The events occurred on the first day of insertion. The insertion site was at the abdomen. The blood glucose level was 400 mg/dl at the time of event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.